Event description:
During a procedure, the end of the bone holding forceps broke off. All broken fragments were retrieved. Another set of forceps was used to complete this part of the procedure. While trying to extract a screw, the tip of the cannulated hexagonal screwdriver shaft broke. Another screwdriver was used to complete the procedure with no further problems. There was no delay in the procedure and no adverse effect to the patient was noted. This is 1 of 2 reports for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing records were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: visual inspection noted the tip of the device is broken off. Investigation shows the fracture face is not homogenous, which indicated the cast of the material was not as required. An internal corrective action has been opened to address the root cause of the issue. The actual broken forceps complaint is slightly higher than estimated occurrence rate on the risk analysis. The risk analysis needs to be updated to reflect the actual occurrence rate. The information contained in this report is insufficient to determine the cause of the forceps failure. The design risk assessment was reviewed and found to be adequate for the intended use. (B)(4): placeholder.